Manufacturer narrative:
(B)(4). The analysis results found that the er420 instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed seven clips as intended and it ejected seven clips. Finally, it locked out as intended. No anomalies were noted with the return of the trigger to the open position and no scissored clips were found during analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a visceral procedure, upstream of the device, the clip was delivered acrossed. The handle returned very slowly at zero. Five tests were done without success. The clips have therefore not been delivered. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Clips are delivered acrossed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.